Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee arthroscopy procedure the scope lens was cracked. A backup device was not available to be utilized. No patient injury or complications were reported.

Manufacturer narrative:
This report (3003604053-2017-00072) was reported in error and is not considered to be a reportable event, as no delay or surgical intervention was necessary to complete the procedure, as previously reported. Please cancel the initial submission of the med watch report for this event.